Event description:
This report corresponds to ortho clinical diagnostics inc. (B)(4).

Event description:
The customer obtained a higher than expected vitros k+ quality control result (qc lot q9884 result= 5.2 mmol/l vs. An expected result=2.9mmol/l) while using a vitros dt60 ii chemistry system. Biased result of the magnitude and direction observed may lead to inappropriate physician action if it were to recur undetected with patient samples. There was no indication that patient samples were affected, although it could not be confirmed. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros k+ quality control result was obtained while using a vitros 5,1 fs system. There was no indication that patient samples were affected, although it could not be confirmed. The investigation could not determine a definitive root cause. However, user error while reconstituting the controls or the use of incorrect control fluid were not ruled out at the time. Further investigation determined that the customer performed a recalibration on the allegedly affected vitros k+ reagent lot using calibrators and controls from the same lots that were previously in use. Following this action, the vitros k+ daily qc was returned to expected performance. Information regarding the vitros k+ reagent lot number was not provided. There was no allegation of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that a higher than expected vitros k+ quality control result was obtained while using a vitros 5,1 fs system. Acceptable quality control results were obtained after using an alternate vitros dt control lot q9884. A definitive root cause has not been determined. However, user error with regard to control fluid processing and/or incorrect control fluid usage cannot be ruled out as contributing factors. Limited information is available at this time. Vitros k+ reagent lot information and reporter information has not been provided, therefore several fields are empty.